Event description:
It was reported by the ventricle assist device (vad) manager that a patient called about a controller, stating that her screen was blank and she felt that her pump had stopped. The patient reconnected two new batteries and the screen came on, she was not symptomatic and no alarms. The patient history showed a low flow alarm. The patient came in to the clinic due to having an issue with an inability to connect her battery on side one, she saw a bent pin and was able to straighten pin and connect battery. It was requested that the patient report to the clinic to replace the controller. During the exchange of the controller, the patient was very symptomatic and got lightheaded, this quickly resolved with new controller. No additional information is provided.

Manufacturer narrative:
Patient sex (female). The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further outlines the steps to ensure proper connection and to prevent damages to the connectors. One controller was returned for evaluation on (B)(4) 2015. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed controller power-up and motor start events, indicating that the pump had stopped and restarted. Log file analysis also revealed a low flow alarm on the reported event date. Analysis of the device revealed that the device met specifications, the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. A root cause conclusion cannot be determined based on no failure was detected with analysis of the returned controller. It is possible that user interface related to disconnection and connection of power sources may have contributed; however, no conclusion can be made. Controller/(B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. In patients who may be at risk of catastrophic cardiovascular collapse associated with a pump shutdown (fused aortic valve, aortic valve that has been sewn shut due to aortic valve regurgitation, or patients with very poor endogenous ventricular function) electrostatic discharge (esd) education is extremely important and controller exchanges should be performed in a controlled clinical setting whenever possible.